Event description:
It was reported that a pt with a replacement cervical disc implanted at the c4-c5 level to treat cervical spondylosis without myelopathy complained of neck pain and developed a mechanical block and was unable to rotate his neck to the left 8 months after initial surgery. The pt underwent a second surgical procedure to remove the disc.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.